Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 5x200mm powercross pta was used during treatment of a 100% (chronic total occlusion = 100%) stenosed lesion. Lesion reported as being 210mm in length. During follow-up 5 months post-procedure the patient was diagnosed with critical ischemia of target limb by dus. Intervention carried out using an evercross pta.